Event description:
Hypercalcemia with level up to 10.8 following placement of device. Device is stimulan #log1494849 (biocomposites) on (B)(6) 2023. During orthopedic surgery, 25cc of beads were placed during a r open shoulder arthrotomy, irrigation and debridement for a shoulder abscess. On post operative day#1, the patient's calcium became elevated. It was not previously elevated. Patient's discharge was delayed by 4 days due to resultant hypercalcemia. Patient was re-challeneged on a second surgery with placement of additional stimulan #log1445393 beads (10 ml) on (B)(6) 2024. Again on post operative day#1, the patient's calcium became elevated. It was not elevated between post operative day#5 of the prior surgery and the new surgery. After this, the calcium level reached 12.4 and persisted as elevated for 12 days despite calcitonin. Hypercalcemia developed day after surgery and persisted for 4 days on first. After re-challenge, hypercalcemia persisted for 12 days. Reference report: mw5153345.